Event description:
The customer reported obtaining white blood cell (wbc), and red blood cell (rbc) voteouts on quality control (qc) samples run in primary mode on the coulter hmx hematology analyzer with autoloader. The customer also reported obtaining differential voteouts on qc results run in manual mode. The customer stated that the instrument recovered inconsistent patient results when patient samples were run in primary mode and repeated in manual mode a few minutes later. The customer did not provide any patient results for this event. The customer suspected a carryover issue with the instrument; however, reproducibility and carryover tests were within specifications in both automatic and manual mode. The customer stated that qc results, after running patient samples, were not within the established ranges in automatic mode. It is unknown if the customer had reported any results out of the laboratory or if there was any change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse reported that there was a possible sample contamination caused by insufficient pressure to accurately turn the blood sampling valve (bsv) actuator. The fse proceeded to rebuild the compressor assembly and instructed the customer to monitor the performance. A similar event was reported by the customer on the following day; please refer to medwatch report #1061932-2013-01946 for the report of the event which occurred on (B)(6) 2013. An fse was dispatched to the customer's site again and reported that the inconsistent patient sample results issue had not been resolved. The fse proceeded to replace a slow actuator on pinch valve pv22 to resolve the issue and verified the repair as per established procedures. As of (B)(6) 2013, the customer had not reported a recurrence of any issues related to this event. Beckman coulter concluded that the manual mode issues were resolved by rebuilding the compressor to allow proper turning of the bsv actuator. The inconsistent results between modes were resolved by replacing the slow actuator on pinch valve pv22, which is active while in automatic mode. Results code (400): failure mode of the event is attributed to the compressor and slow actuator at pinch valve pv22. All related medwatch reports associated with this event: 1061932-2013-01922; 1061932-2013-01946.